Manufacturer narrative:
The introducer was fully inserted through sheath and returned in a tray to edwards lifesciences for evaluation. No procedural imagery was provided. The sheath was visually inspected. The sheath shaft material was stretched near the tip and the liner was prematurely expanded ~20 mm in length at the distal end. Ripples were observed on liner and sheath shaft near proximal end of the sheath. The soft tip did not appear to be torn or missing pieces but did appear to be folded. The sheath tip was opened. Scratches were observed on the distal end where the sheath opened prematurely. Due to the nature of the complaint, no dimensional inspection or function testing was able to be performed. The work orders that are the most relevant for the reported complaint did not reveal any issues that could have contributed to this complaint. A review of complaint history from may 2018 to april 2019 for the edwards esheath (all models) revealed other similar complaints for distal tip damage and insertion difficulty in patient with returned devices. But no manufacturing non-conformances were identified during these evaluations. Available information suggested that patient and/or procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for the trend category. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. Edwards esheath IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. According to the IFU, this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and esheath. No IFU/training deficiencies were identified. The report of sheath insertion difficulty in patient and sheath distal tip damaged were confirmed based on visual inspection of the returned device. However, the report of a piece of the sheath tip missing was not confirmed. During inspection it was observed that the sheath soft tip was folded and did not appear to be torn or missing pieces. No potential manufacturing non-conformances were identified. A review of DHR, lot, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. The observed heavy scratches on the sheath shaft near the distal tip suggest that the sheath may have encountered calcification during sheath insertion, resulting in the soft tip damage. If the sheath tip caught onto the calcification during insertion, it then could lead to the reported insertion difficulty. Although a definitive root cause was unable to be determined, available information suggests patient factors (calcification) contributed to the insertion difficulty and sheath distal tip damage. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformities or IFU/labeling/training manuals deficiencies were identified during this evaluation and occurrence rates do not exceed trend control limits, no further corrective or preventative action is required. In this case, it was initially reported that a piece of the sheath tip was lost. However, inspection of the returned device confirmed that the sheath distal tip was not torn or separated and was not missing any pieces. Based on the available information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates, it was difficult to insert the 14fr esheath into the vessel. After, the sheath caught on some calcification in the iliac artery, a piece of the sheath tip was lost. Patient was doing well post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was returned to edwards lifesciences for evaluation. Per pre-decontamination evaluation, the soft tip isn't torn or missing any pieces, but appears to be folded. Investigation is ongoing.